Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2018-12032. It was reported that the patient's infection has cleared.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2018-12032. It was reported the patient experienced an infection located at the patient's scalp. Reportedly, the extension header eroded from the scalp. In turn, the patient was prescribed antibiotics. As a result, the patient underwent surgical intervention wherein the dbs system was explanted.